Event description:
It was reported that this pacemaker was explanted due to elective replacement time (ert). The device was implanted for nine years. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this pacemaker was explanted due to elective replacement time (ert). The device was implanted for nine years. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the device was performed. Detailed analysis did not confirm allegation of gas gauge/longevity not as expected. Visual inspection noted no irregularities. The device was not in safety mode and review of memory noted that the device did not log a fault code. Further, the pulse generator diagnostic data showed high right atrial (ra) and right ventricular (rv) sensing and pacing counts. Hence, the device passed the longevity calculation as a result of high atrial sensing.